Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump insulin gauge suddenly read "0" and asked the customer to change the cartridge even though there was insulin in the cartridge. The customer reloaded the cartridge and resumed insulin delivery. The customer's blood glucose level was not impacted.